Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2012) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with morbid obesity. Ten years and eighteen days post a filter deployment, it was alleged that the at least three of the filter struts had perforated the inferior vena cava and the patient allegedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years and eighteen days post filter deployment, a computed tomography of abdomen and pelvis showed infra renal inferior vena cava filter was noted in place. At least three of the struts appear to extend beyond the inferior vena cava wall. The medical records included images. The image review was documented in the medical records. One x-ray image was received. The x-ray shows a portion of the abdomen. There is contrast within the colon. The device is noted and appears to be fully expanded. Perforation of the vena cava wall cannot be determined from this film. Therefore, investigation is inconclusive for the reported perforation of inferior vena cava wall issue as there were no objective evidence obtained from the provided image. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with morbid obesity. Ten years and eighteen days post a filter deployment, it was alleged that at least three of the filter struts had perforated the inferior vena cava and the patient allegedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.